Event description:
This unsolicited device case from united states was received on (B)(6) 2015 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc one and later started getting excruciating pain down back of leg; was both legs in beginning but worse in my left leg/ pain was a lot worse, was running a fever/ temperature went up even more/ temperature went up to 102", had gout crystals/ had full-blown gout in her left knee, fluid was withdrawn and her husband couldn't even get her to the bathroom. The patient's medical history, past drugs, concurrent conditions and concomitant medications were not reported. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection, frequency once in the right knee (dose, batch/lot number and expiration date: not provided) for osteoarthritis. On (B)(6) 2015, the patient received intra-articular synvisc one injection in the left knee. Prior to this, the patient had a supartz injection, five injection series, and did extremely well. As reported, the supartz injection last up to 18 months. The patient "had two rounds of those". Also reported, the patient's brother questioned as to why she was getting five injections of supartz. The patient's brother received synvisc-one and it worked well for him. Also reported, the patient would get supartz again if synvisc -one did not last the 18 months, for which she was accustomed. On an unknown date in (B)(6) 2015, about five days after receiving synvisc one in left knee, patient started getting excruciating pain down back of leg; was both legs in beginning but worse in her left leg. The patient went to physician's office, a week ago last thursday as they were concerned. As reported, the physician's assistant (pa) sent her to hospital to have doppler done. On an unknown date in 2015, the fluid was withdrawn in office before going to the hospital. On (B)(6) 2015, wednesday , five days after receiving second synvisc one injection, patient was running a fever. On friday , things escalated and the temperature went up even more and pain was a lot worse. Reportedly, the physician's assistant called back and told the patient to go to emergency room (ER). Patient was taken to emergency room by her husband where she was kept for most of the day. Blood culture was performed for lyme disease which came back as negative. The same night the temperature went up to 102 degree celsius. On an unknown date in (B)(6) 2015, the patient's husband could not event get her to the bathroom. Reportedly, on (B)(6) 2015, saturday, the patient's husband called the emergency squad to transport her to the hospital. Also reported, the patient remained there till (B)(6) 2015. Further reported, the patient had been treating for lyme disease even though it was negative, just for precaution. On an unknown date, the patient had gout crystals. Reportedly, as more fluid was withdrawn, patient was reported to have full-blown gout in her left knee. Further reported, patient wanted to know if there was any association, stating "if the gout was low-lying and this could have created a flare-up". As reported, patient never had gout issue before and "too close in timing not be associated". Corrective treatment: not reported for all the events. Outcome: unknown for all the events. A pharmaceutical technical complaint was initiated and results were pending for the same.

Event description:
This unsolicited device case from united states was received on 14-jul-2015 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc one and later started getting excruciating pain down back of leg; was both legs in beginning but worse in left leg/ pain a lot worse/ pain shooting down (l) leg and (r) leg (mostly (l) leg/ pain increased daily, had synovial fluid culture positive for klebsiella, could not walk or stand/"my husband couldn't even get me to the bathroom", could not stand, MRI results showed baker's cyst, had gout crystals/had full-blown gout in her left knee, fluid was withdrawn (joint effusion) and her husband couldn't even get her to the bathroom. The patient's medical history included ulcerative colitis, gastroesophageal reflux disease (gerd), blood pressure increased, unspecified cholesterol disorder and arthritis. Past drugs, concurrent conditions and concomitant medications were not reported. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection once in the right knee (dose, batch/lot number and expiration date: not provided) for osteoarthritis. On (B)(6) 2015, the patient received intra-articular synvisc one injection in the left knee. Prior to this, the patient had a supartz injection, five injection series, and did extremely well. As reported, the supartz injection last up to 18 months. The patient "had two rounds of those". Also reported, the patient's brother questioned as to why she was getting five injections of supartz. Also reported, the patient would get supartz again if synvisc -one did not last the 18 months, for which she was accustomed. On (B)(6) 2015, 11 days after receiving synvisc one in left knee, patient started getting excruciating pain down back of leg; was both legs in beginning but worse in her left leg; pain was shooting down left leg and right leg and the pain increased daily. As corrective treatment, the patient was given celecoxib (celebrex) at a daily dose of 200 mg and paracetamol (tylenol) daily. On unknown dates in 2015, the patient could not stand and could not walk or stand and her husband couldn't even get her to the bathroom. The patient went to physician's office, a week ago last thursday as they were concerned. As reported, the physician's assistant (pa) sent her to hospital to have doppler done. On an unknown date in 2015, the fluid was withdrawn in office before going to the hospital. On (B)(6) 2015, wednesday, seven days after receiving second synvisc one injection, patient was running a fever. On an unknown date in (B)(6) 2015, the patient's husband could not even get her to the bathroom. On (B)(6) 2015, the patient was started with corrective treatment consisting of oxycodone hydrochloride for pain and was given as needed. On (B)(6) 2015, the patient was hospitalized. On an unknown date, things escalated and the temperature went up even more and pain was a lot worse. Reportedly, the physician's assistant called back and told the patient to go to emergency room (ER). Patient was taken to emergency room by her husband where she was kept for most of the day. Blood culture was performed for lyme disease which came back as negative. The same night the temperature went up to 102 degree celsius. On an unknown date, the patient had gout crystals. On (B)(6) 2015, the patient started with 4 mg daily dose of methylprednisolone as corrective treatment for pain. On (B)(6) 2015, the patient's magnetic resonance imaging (MRI) revealed arthritis and baker's cyst. On (B)(6) 2015, the patient received corrective treatment with colchicine for gout pain and her synovial fluid culture was positive for gout and klebsiella bacterial infection. Also reported, the patient remained there till (B)(6) 2015. On (B)(6) 2015, treatment with methylprednisolone was stopped. On (B)(6) 2015, the patient completed corrective treatment with oxycodone hydrochloride. Further reported, the patient had been treating for lyme disease even though it was negative, just for precaution. Reportedly, as more fluid was withdrawn, patient was reported to have full-blown gout in her left knee. Further reported, patient wanted to know if there was any association, stating "if the gout was low-lying and this could have created a flare-up". As reported, patient never had gout issue before and "too close in timing not be associated". It was reported that the patient wanted to know about the other reports of bacterial infection following synvisc one. On (B)(6) 2015, the patient received the last dose of colchicine. Corrective treatment: celecoxib, methylprednisolone, oxycodone hydrochloride and paracetamol for started getting excruciating pain down back of leg; was both legs in beginning but worse in left leg/ pain a lot worse/ pain shooting down (l) leg and (r) leg (mostly (l) leg/ pain increased daily, colchicine for have gout crystals/had full-blown gout in my left knee and not reported for rest of the events. Outcome: unknown for all the events. A pharmaceutical technical complaint was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 23-jul-2015. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 31-jul-2015 from the patient. The additional event of klebsiella bacteria infection was added with details. The previously reported event of "running a fever/temperature went up even more/ temperature went up to 102" was updated as symptom of klebsiella bacteria infection. Clinical course updated and text was amended accordingly. Additional information was received on 24-nov-2015. The height of the patient was added. Medical history and laboratory data was added. The product start date was updated from (B)(6) 2015 to (B)(6) 2015. The events of synovial fluid culture positive for klebsiella, could not walk or stand/"my husband couldn't even get me to the bathroom", could not stand and MRI results baker's cyst were added along with the details. The event of klebsiella bacteria infection was captured as a symptom of the event of synovial fluid culture positive for klebsiella. The event verbatim was updated from started getting excruciating pain down back of leg; was both legs in beginning but worse in my left leg/ pain was a lot worse to started getting excruciating pain down back of leg; was both legs in beginning but worse in left leg/ pain a lot worse/ pain shooting down (l) leg and (r) leg (mostly (l) leg/ pain increased daily. Corrective treatment for the events started getting excruciating pain down back of leg; was both legs in beginning but worse in left leg/ pain a lot worse/ pain shooting down (l) leg and (r) leg (mostly (l) leg/ pain increased daily and have gout crystals/had full-blown gout in my left knee were added. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 24-nov-2015: this case concerns a (B)(6) female patient who received treatment with synvisc one for osteoarthritis and was taken to the hospital due to pain in legs and fever. The patient was diagnosed to have klebsiella infection in knee confirmed by synovial fluid culture. Based upon the information indicating a positive temporal relationship between the occurrence of the event and application of synvisc one, the contributory role of product to the events cannot be denied. However, since there is no information regarding the technique of injection and the conditions under which the patient received synvisc one application a comprehensive assessment is not possible.

Manufacturer narrative:
Additional information was received on july 31, 2015 from the patient. The additional event of klebsiella bacteria infection was added with details. The previously reported event of "running a fever/temperature went up even more/ temperature went up to 102" was updated as symptom of klebsiella bacteria infection. Clinical course updated and text was amended accordingly.

Event description:
On an unknown date in (B)(6) 2015, the patient's husband could not even get her to the bathroom. On an unknown date in 2015, the patient developed klebsiella bacteria infection. On (B)(6) 2015, the patient was hospitalized. On an unknown date, things escalated and the temperature went up even more and pain was a lot worse. Reportedly, the physician's assistant called back and told the patient to go to emergency room (ER). Patient was taken to emergency room by her husband where she was kept for most of the day. Blood culture was performed for lyme disease which came back as negative. The same night the temperature went up to 102 degree celsius. Also reported, the patient remained there till (B)(6) 2015. Further reported, the patient had been treating for lyme disease even though it was negative, just for precaution. On an unknown date, the patient had gout crystals. Reportedly, as more fluid was withdrawn, patient was reported to have full-blown gout in her left knee. Further reported, patient wanted to know if there was any association, stating "if the gout was low-lying and this could have created a flare-up". As reported, patient never had gout issue before and "too close in timing not be associated". It was reported that the patient wanted to know about the other reports of bacterial infection following synvisc one.

Manufacturer narrative:
A pharmaceutical technical complaint was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on july 23, 2015. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi follow up company comment dated july 23, 2015: the follow up information received does not change the previous case assessment.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(6) 2015: this case concerns a (B)(6) female patient who experienced pyrexia after receiving treatment with synvisc one for osteoarthritis. Considering compatible drug-event temporal relationship, the causal role of drug cannot be completely excluded for the event. However, due to lack of information regarding the concomitant medications used by the patient, past drugs, underlying medical history and investigational reports a complete medical assessment of the case is difficult.